Manufacturer narrative:
The device was not returned for evaluation. The cause of the reported issue is related to the device but root cause could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device's magnetic pin in the lid was loose. In this state the device may not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's magnetic pin in the lid was loose. In this state the device may not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.